Manufacturer narrative:
Additional information: d9, h3, h4, h6(update codes), h11. H4: the lot was manufactured between june 10 - 11, 2025. H11: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the leak. Functional testing was performed, and a product defect was identified. The spike vent cap became loose, which caused fluid to leak from the vent during pumping. Additionally, to check blue joints of the tube set, the spike vent cap was reinserted into the spike vent and pumping continued; no further leaks were observed from anywhere on the tube set, including blue joints, and the spike vent. The reported condition was verified. The cause of the issue could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a sterile repeater pump tube set was leaking from the ventilation hole. The leak was discovered after connecting the intravenous bag. There was no patient involvement. No additional information is available.